Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown femoral component, unknown bearing. G2: china. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. Complaint cannot be confirmed. Citation: hang pei, yi zhang, guanyin wang, zan shen, peijian tong, bangjian he (2024). Total knee arthroplasty in patients who have ankylosed knees: a 10-year retrospective study. The journal of arthroplasty, volume 40, issue 2, 423 - 430. Https://doi.org/10.1016/j.arth.2024.08.034. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the journal of arthroplasty (2024) that reported a retrospective study from china. The purpose of the study was to review the results of preoperative and postoperative functional scores, range of motion (rom), and complications of total knee arthroplasty (tka) for the treatment of knee ankylosis. The study reviewed 19 patients (17 patients, 11 women, and 6 men) who underwent tka due to knee ankylosis between january 2007 and january 2021 using a medial parapatellar approach, quadriceps snip, 2-step osteotomy. In this cohort of patients, 8 knees were implanted with legacy constrained condylar knee (lcck) prostheses (zimmer), 7 knees were implanted with lps prostheses, and four knees were implanted with lps prostheses with extended stems. All the prostheses were cemented. The mean age of the patients was 52 years (range, 31 to 71), and the mean follow-up period was 10.2 years (range, 3.1 to 13.9). The study reported 2 patients experienced a 10-15° knee extension lag over 5 years postop. No further discussion was provided. Attempts have been made to gather all product identification information and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.